Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a cardiac ablation procedure. Reportedly, when advancing the device it could not advance adequately, as if it was caught on something, but it was unable to determine with what. The device was decided to be removed. When the device was removed, it was noticed the sutures were out of the device. Another proglide suture was successfully pre-placed. The procedure was completed. The proglide suture was used in the pre-close technique to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported suture out of device/malposition was observed as a suture retrieval issue needle to cuff miss. The reported failure to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Model # added. Corrections: brand name updated. Common device name updated. Name updated. Address, city, postal code updated.